Event description:
It was reported that the patient presented with bradycardia and that there was an right ventricular (rv) lead warning for high thresholds. It was also noted there was potential loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.